Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, it was noted that two rasps broke during the same procedure. It was also reported there were no delays, no adverse consequences and no medical intervention as a result of this event. It was further reported that the procedure was completed successfully. This malfunction report addresses one of the rasps which was reported to have broken.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
No new information.